Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a pad site burn injury was reported about the device. Surgeon performed rfa in the operation room. Regarding the return electrode, it was for energy devices. Because it was attached to the femoral region, the short side was attached toward the central backside of the right femoral region.(since the patient was thin, there was a possibility that it would take one round when attaching the long side toward the center side.). Since the return electrode of electrical scalpel (energy device) had been already applied to the patient thigh, subject electrode was applied on the back of the patient right thigh. The surgeon used the needle to ablate 2 places with the 3cm electrode. Ablation was performed for 2 times and each for 12 minutes. There was no alarm etc. Generated during the ablation. After the operation, it was confirmed that on the short side of the return electrode, there was a 2nd degree burn injury with a size of 15cmx1.5cm. The event occurred/was noticed after the surgery.